Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center did not power on. The issue occurred during a routine inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of equipment did not power on was confirmed. Based on the results of the investigation, it is likely that the device did not power on due to a failure of the power supply unit. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.